Manufacturer narrative:
Concomitant medical product: 7074 ipg, implant date: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right atrial (ra) lead had insulation degradation. It was noted that the patient experienced ventricular tachycardia. The ra lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.